Event description:
Customer reported an alarm 20 from their pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support decided to replace the pump, sending a replacement with updated software. The customer was informed about training availability and acknowledged this information. They were also advised on using mdi as a backup insulin therapy, received instructions for putting the current pump into storage mode, and understood the steps needed upon receiving the replacement, including returning the defective pump to tandem within 10 days.